Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 45 mg/dl; cause was not known. Reportedly, the customer's continuous glucose monitor was not available due to a non-tandem transmitter and sensor issue. Customer "thought that [they] were having a stroke"; "was paralyzed at the time of the event"; "couldn't eat and [they were] sucking on honey"; cause was not clear. Customer went to the emergency room (ER) (reason for ER visit was not clear) and "the hcp (healthcare providers) were testing [them] only to see if [they were] having a stroke". Customer declined troubleshooting with tandem technical support and declined to provide further information. The customer continued to use the pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.